Event description:
It was reported following a percutaneous procedure, an 8f angio-seal vip was deployed in the femoral arteriotomy. The pt complained of leg pain, one to two hours after the procedure. A doppler ultrasound was performed and the popliteal artery was found to be occluded. The pt underwent surgical intervention the next day to restore blood flow to the popliteal artery. A cut down of the vessel produced the angio-seal suture only, no collagen was found. The angio-seal was removed.

Manufacturer narrative:
No product was returned for eval. A device history record review was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.